Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they had shocking stimulation from their implantable neurostimulator (ins). They also stated that the stimulation was turning on and off by itself, that it felt too strong, and was painful. This occurred intermittently and was related to positional movement. The patient noted that the stimulation turning on and off only occurred when they were lying down. The stimulation seemed to surge and turn on/off when they were lying on their back. There were no falls or trauma associated with the issue and the onset was noted as gradual. The patient had not done any troubleshooting on their own. The patient had not been to see their physician since the issue began and they did not think they had this type of programming. Through the use of the programmer the stimulation was shown to be on. The patient did not have a physician for the device. The indications for use for the implanted device were noted as failed back surgery syndrome and lumbar radiculopathy. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Correction: patient's address was updated.

Event description:
Follow up information received from the patient reported that, as a step to resolve the inability to adjust stimulation/stimulation too intense issues, a new programmer was sent to them. The patient had not contacted their physician regarding the issue as it was too far to drive and needed a closer doctor.

Event description:
Additional information received from the consumer reported that recently the patient could not lie on their back. Stimulation felt way intense. When the patient had stimulation on at night, they could not roll over to their back without being electrocuted. The patient clarified that they didn't feel electrocuted and meant the stimulation felt too intense. This began a couple of months ago in 2016. The patient stopped using the therapy, but now needed the therapy again. When it was something inconvenient like that happened, the patient did not use it. The patient tried adjusting stimulation with their patient programmer, but was not sure if they were doing something wrong. The patient had a couple of different programmers and couldn't get the stimulation to go up or down. Nothing showed on the programmer when the patient tried adjusting. It would not move and the up or down buttons would not do anything. The patient preferred working on it with the manufacturer representative.